Event description:
Having had a history of severe fibrocystic breast disease with recurrent breast biopsies, rptr was advised by two drs that a bilateral subcutaneous mastectomy with reconstruction was appropriate treatment. Based on what info was available to her, the medical consensus at the time seemed to be that women with this problem had a higher rate of breast cancer coupled with a lower cure rate due to this difficulty of early detection. Rptr had bilateral subcutaneous mastectomy and reconstruction of the breast with gel implants without patches on 6/12/81 at age 40. Within 3 wks rptr could detect hardness in both breasts. In less than six months these were very painful and there was marked capsule formation on both sides with some wrinkling of the implant. Throughout this six month period she was told to vigorously massage and pull the implants to the midline which she did in spite of this causing further pain as the hardness and deformity increased. Also at this point the left implant had shifted down and laterally. Rptr was told by dr that he may have to release the scar surgically. It was then rptr decided to get a second opinion. It was only then rptr discovered that the implants were placed submammary not subpectoral and would have to be removed and new implants placed subpectorally. Having had seven sets of implants, rptr wonders what the level of silicone in her body would be if there was a test to detect the substance. In the almost 13 yrs since her first breast surgery at age 40 there has not been one day that she has been completely pain-free. The emotional scarring is equally evident. In addition to the pain and trauma of five (soon to be six) surgeries and the everyday pain and discomfort in the breast area, rptr has slowly developed other problems that she feels are directly related to these implants. These include severe muscle pain, numbness and tingling in the extremities and ever increasing joint pain and stiffness. But by far the most painful is a recurring raw feeling that can and does appear on any and all parts of her body for verying lengths of time, sometimes weeks. She is currently taking orudis, a newer anti-inflammatory drug and flexeril, a muscle relaxant, which rptr has taken for several yrs with a limited amount of success. (Also see mw1001288-1001290.)